Manufacturer narrative:
The tech found the ground pin was broken. The tech replaced the power cord plug to resolve the issue.

Event description:
The tech alleged the bed had a loss of ground. No pt impact.